Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/1/2025 and it was determined this complaint is not reportable per corpft-140202.

Event description:
Subsequent to the initial supplemental, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for MDR awareness date and g3 date on initial follow up submission. MDR awareness date - correct MDR awareness date for initial follow up submission ¿ correct date should be 9/8/2025. G3: date received by manufacturer - correct date received by mfg for initial follow up submission ¿ correct date should be 9/8/2025. G6: type of report - follow-up. H2 type of follow up - correction.